Manufacturer narrative:
Section a3b and a5: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had preloaded intraocular lens (iol) surgery in left eye on (B)(6) 2024. Post op patient reported not being happy with the implant due to blurry vision and wanted it removed. The vision preoperative was: 20/30 and the vision post operative was: 20/20-1. The lens was explanted in a secondary procedure on (B)(6) 2025 and replaced with a drn00v lens with 18.5 diopter. The patient feels better with the replaced lens. There were no any debilitating conditions and patient had fully recovered.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/18/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect lens and found no issues that could cause or contribute to the complaint issue were observed. No further evaluation was performed. Conclusion: the complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.